Event description:
It was reported the customer had a blank display on their insulin pump. Customer stated the blank display occurred after rewinding their insulin pump. The customer's blood glucose was 310 mg/dl at the time of the call. Troubleshooting found the customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was able to recover the customer's display by inserting a new battery. It was also reported the customer had a battery out limit alarm and a off no power alarm in their alarm history. It was reported the customer did not receive a low battery alert prior to the off no power alert. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.